Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. G5) PMA/510(k) k172557. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: filter deployed, legs didn't open as designed. Retrieved the ivc filter from jugular approach. Inserted a new ivc filter successfully. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the investigation is based on the event description only. It was reported that the filter legs did not open. The filter was retrieved and replaced without any reported harm to the patient. Reported "femoral approach used to deploy ivc filter then retrieved jugular approach. New filter inserted" may indicate that the jugular filter system was used to place the filter from femoral approach, but since also reported that "retrieval system to remove ivc then inserted new ivc filter femoral approach" and "filter deployed, legs didn't open as designed. Retrieved the ivc filter from jugular approach. Inserted a new ivc filter successfully" it is assumed the filter was placed from jugular approach. No product was returned and no imaging was provided and therefore it would be inappropriate to speculate at what may or may not have caused the filter legs to not open as designed. However, it is previously seen that the filter legs may be somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if the filter is not placed in ivc or in a different position than intended. There are adequate controls in place to ensure that this type of device is manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.